Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual inspection does not identify any material or functional damage. Dimensional examination confirms conformance to print specification. After visual and dimensional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instruments. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion (plif) at l4-l5. Thereafter, the patient underwent a revision surgery at l3-l4 via oblique lumbar interbody fusion (olif) and at l1-l5 via posterior spinal fusion (psf). Postoperatively, ureteral injury was revealed and a catheter was inserted. Fusion did not take place.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Medical assessment: olif was performed at l3/4. Postop a ureteral injury was noted and a catheter was placed. This was likely done during exposure.